Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that since starting the aligners they have been experiencing jaw issues. They are no longer comfortable continuing and has seeked further dental care and care with chiropractor and physical therapy. They are experiencing excruciating pain and migraines daily. Provided jaw discomfort information and requested letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.